Event description:
It was reported that a pump has been alarming "no disposable clamp tubing, pump won't run". Silenced the alarm, reviewed pump settings and powered the pump off. The tubing has been clamped, the cassette removed, and green spring has been pressed. The cassette was tapped and massaged tubing - multiple times. The tubing was clamped and removed cassette. Cassette was tapped gently to disperse air bubbles in the line and pressed green release. Replaced cassette and powered pump on and pump continues to alarm no disposable. Powered the pump off and clamped the tubing nearest the port. There was no patient injury reported.

Manufacturer narrative:
No product or photographic evidence was provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history review (DHR) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.